Event description:
I went to (B)(6), gave me 2 large injections of orthovise, 1 in each knee. My body rejected it. Went up into my back down to my ankles. On (B)(6) 2014 I went to (B)(6) medical center. Week before took up a carpet. On (B)(6) 2014 went for second set of 2 large doses, 1 in each knee. Now I cannot walk. How was it taken or used: injection. Date the person first started taking or using the product: (B)(6) 2014; date the person stopped taking or using the product: (B)(6) 2014. I am (B)(6). Very good health. Hard worker, trouble with both knees. I have been having shots in them. Went to dr (B)(6), told me shots would not work (2 times), that he could fit them. I live alone . I didn't think I could handle it. So he gave me 2 large shots. I have been sick ever since. If he knew they wouldn't work why did he? I am full of hyaluronic acid. They never showed me any papers on side effects. I have all of them - I can hardly walk. Muscle pain (very bad) have to use a cane all the time. Infections on (B)(6) 2014, did not go back for the 3rd injury. On (B)(6) I called dr (B)(6) office, bad reaction. On (B)(6) told me to go to the medical center and my primary dr, that night I went to (B)(6) medical center. Wed e.k.g and chest x ray and many other things. I was okay and the next day I went to primary dr. (B)(6) - good man your paper says healthcare professional could help me. But they never did. I would not go back to that - no more shots. The 3rd one would have called me. I am still very sick. I have loads of indigestion at night, my big toes get red and so do my legs. Is there any way you can help me? I asked them if there was. Could they call my primary dr? You can tell I have made this out myself. I have always had good eye sight now I have to use a magnifying glass to read. Please help me and tell me what to do.